Manufacturer narrative:
Clinical educator and transitional care unit supervisor and don investigated the incident the same day. Interviewed the staff involved and found this was a sling /user error.

Event description:
Staff were trying to raise the resident from his wheelchair and put him on the bed. Because of the way the resident was in the sling, and the kind of sling used, he flipped forward and landed on the floor. His injuries were a maxillary fracture.